Manufacturer narrative:
Calibration was last performed on(B)(6)-2022 and calibration alarms were noted. Qc was acceptable. There was no indication of a reagent performance issue. "Abnormal aspiration" alarms were noted on the day of the event near the time the sample was processed. Although the specific cause was not identified, the issue appears to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The initial na result was 157 mmol/l. The repeat from a different ise module was 141 mmol/l. The initial k result was 5.3 mmol/l. The repeat from a different ise module was 4.6 mmol/l. The initial cl result was 84 mmol/l. The repeat from a different ise module was 105 mmol/l. The initial results were reported outside of the laboratory where they were questioned by the physician. The repeat results were believed to be correct and an amended report was issued. No electrode lot numbers with expiration dates were provided. Hold pj 01.09

Manufacturer narrative:
The field service engineer found no problems. Precision testing was performed with passing results. The investigation is ongoing.